Manufacturer narrative:
(B)(4).

Event description:
Procedure type: total mesorectal excision (tme). According to the reporter: the instrument did not cut but the staples did not come to the anvil. Staple shape was not b-- only u. There were two tissue donuts but no anastomosis. The surgeon retrieved the staples from the patient's cavity and made a very deep, new anastomosis with a new stapler.